Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Throat sample on (B)(6) 2022. The patient was admitted to the hospital due to the positive ID now results. Confirmation pcr testing was performed on (B)(6) 2022 which generated a negative result (platform and sample type unknown). Customer did report that there was the possibility of improper sample collection (no further details provided). Patient was admitted to peripheral covid-19 ward on (B)(6) 2022. Repeat pcr testing was performed on (B)(6) 2022 which generated a positive result (platform and sample type unknown). Patient was transferred to intensive care ward for antibody therapy. The customer reported that the patient was still on covid-19 ward as of (B)(6) 2022 to the date this was reported. The patient had not received any covid-19 vacinations, but was infected with covid-19 sometime in (B)(6) 2021 and had since recovered.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1063017 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1063017 and test base part number 190-430 / lot 1063017. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063017 showed that the complaint rate is 0.002%. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.